Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25 mm valve was disable after 12 years, two months due to stenosis. A sapien 3 26 mm valve was implanted in the aortic position using the valve-in-valve procedure. The procedure was reported to be successful with no adverse events intra-procedure. No additional information was provided.

Event description:
Edwards received information that a 25mm valve was disable after 12 years and two months due to a degenerated prosthetic aortic valve with severe aortic insufficiency and moderate aortic stenosis. A 26mm valve was implanted in the aortic position using the valve-in-valve procedure. The valve was inspected on tee and showed minimal insufficiency with good positioning. No complications were reported. The patient was discharged on pod #1.